Event description:
Caller reported compact plus blood glucose results of lo, which on the system indicates a result less than 0.6 mmol/l and 6.3 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6).